Manufacturer narrative:
The disposables involved in the procedure were discarded by the site and lot number was not known. The site was offered additional applications training but declined the offer. Bayer service responded to the site and performed an injector check. Product analysis investigation of injector parts replaced during the service visit is in progress. A follow up report will be submitted when the investigation is complete.

Event description:
The customer reported the following: a CT of the pelvis with contrast was performed on a (B)(6) year old male outpatient. Contrast injection using a stellant injector (serial number (B)(4)) was initiated via a right antecubital 20 gauge nexiva catheter and 60ml of contrast medium extravasated into his right antecubital area during the middle of the injection. He complained of pain, numbness and tingling in his right arm and was taken to the emergency department for assessment of his arm. No further information was provided by the site.

Manufacturer narrative:
Corrected type of reportable event.

Manufacturer narrative:
Bayer service responded to the site and performed an injector check. Two printed circuit boards were replaced by service as a precaution and the injector was found to perform to specification. Product analysis investigation of the returned printed circuit boards found them to perform to specification. There was no malfunction found.